Event description:
It was reported, "when clinician went to safety the needle, the chamber that the needle would safety in fell off." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "when clinician went to safety the needle, the chamber that the needle would safety in fell off." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached safety mechanism is confirmed and was determined to be use-related. One 20 ga powerglide pro was returned for evaluation. An initial visual observation showed abundant blood use residues throughout the returned powerglide pro. The catheter was detached from the device and not returned for evaluation. The guidewire was advanced outside the distal needle tip. The safety mechanism was removed from the device. The safety mechanism was taken apart to observe the inner mechanisms of the device. A microscopic observation revealed the safety mechanism appeared to be correctly assembled. The distal end of the needle shaft was observed to have scoring where the safety mechanism should be. Because abundant use residues were observed along the device and scoring marks were observed along the distal end of the needle, the complaint of a safety mechanism failure is confirmed and was determined to be caused by pulling of the safety mechanism during attempted activation. This complaint will be recorded for future trending and monitoring purposes.